Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead has triggered a few rv lead high impedance alerts for high and undefined pacing impedances in the past. Recently there has been an increase in frequency in the varying pacing impedances. The rv lead remains in use. No patient complications have been reported as a result of this event.